Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted the defective downstream occlusion sensor was the root cause. The sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that an 'overpressure' error message appeared. There was no reported patient involvement.